Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as onset of the peritonitis, the patient was hospitalized for the event. The patient was treated both intravenously and intraperitoneally with unknown antibiotics while hospitalized (dose, frequency and duration not reported). On an unreported date the pd catheter was removed. At the time of this report, the patient outcome was not reported and the patient was performing hemodialysis. No additional information is available.